Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that, 1 year and 1 month after the dental implant was installed in intraoral region #23, its loss of osseointegration was observed. The patient presented bone type I.

Manufacturer narrative:
The product and the warranty form were received in manufacturer with new information about the case. A follow-up report is being sent with the new evaluation of the complaint. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that, 1 year and 1 month after the dental implant was installed in intraoral region #23, its loss of osseointegration was observed. The patient presented bone type I.